Manufacturer narrative:
A review of the service report indicates that the customer reported that the system had a communication error with the front panel. The company representative examined the system and found a loose contact/connection issue. The company representative reconnected cables. The company representative completed a system cleaning. The system was then tested and met all product specifications. There was no sample returned for evaluation and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate an add'l similar report for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported the equipment presented communication error with front panel during a cataract with intraocular lens implant procedure. Following a system exchange, the procedure was completed with no impact to the patient.